Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-1048. The patient had two leads implanted with the same lot number and two anchors with the same lot number. It was reported, the patient was not receiving stimulation in her left leg after suffering a car accident. The patient underwent lead revision surgery where it was noted one of the scs anchors was cracked. The physician decided to replace the entire scs system with a new one. The patient is now receiving effective stimulation.